Event description:
It was reported that, "reaming the acetabular and it broke."

Manufacturer narrative:
Visual examination, device history review, complaint history review. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been other reported events. Conclusion: appears to be user related. This event was to be included in a retrospective summary report (B)(4) but the scope of the rsr was revised by FDA & this event is now outside the scope.